Manufacturer narrative:
Additional narrative: no patient involvement was reported. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an inserter for titanium (ti) elastic nails has broken at the ¿blue plastic portion of the device. This was noticed in sterile processing. No known procedure/patient involvement. (B)(4).

Manufacturer narrative:
DHR review was completed. Part no.: 359.219, lot no.: 9559974, manufacturing location: (B)(4), release to warehouse date: 14.jul.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. It was reported that the handle of an inserter for titanium elastic nails (359.519) was found to be broken during sterile processing; no patient or surgical involvement. The inserter for titanium elastic nails (359.219) is used with a hammer guide and locking slide hammer for insertion of titanium elastic nails (ten) and stainless steel elastic nails (sten). The inserter is also used in end cap insertion and removal. This information is provided per the elastic nail system technique guide. The returned inserter was examined upon receipt and the complaint condition was able to be confirmed as the blue handle was found to be broken near the proximal end. Additionally, witness marks consistent with impaction were noted on the handle. The complaint condition was unable to be replicated due to post-manufacturing damage. No definitive root cause was able to be determined however, based on the witness marks; it is likely that the complaint condition is a result of errant hammer blows. A review of the current design drawing and the drawing revision at the time of manufacture (9/2015) was performed: top level and handle. The handle design was modified to improve impact resistance to hammer strikes and material was changed from ppsu blue-301 to pom-c blue-502. This device was manufactured to revision a prior to the design/material changes. No dimensional analysis is applicable due to post-manufacturing damage. During the investigation no discrepancies were observed that may have contributed to the complaint condition. Review of the device history records, including material and hardness reviews, showed that there were no mrrs, ncrs or issues identified during the manufacture of the products that would contribute to this complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.